Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but that it was consistent with a programming issue.

Event description:
It was reported that the device delivered inappropriate high voltage therapy for a non-ventricular arrhythmia due to a misinterpretation of a ventricular arrhythmia. Technical support was contacted and recommended reprogramming the device. Additional information was requested but is not available.

Event description:
The device was reprogrammed in order to resolve the event. The patient was stable and there were no adverse consequences.